Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the phenomenon occurred due to occurred due to poor contact of maj-1933. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the troubleshooting, the customer spoke with olympus technical assistance center (tac) and an investigation revealed that the digital light source cable was not securely connected. Once it was reseated, the e315 scope communication error went away. The customer also requested assistance configuring the evis exera iii video system center to communicate with the provation system. The customer had a cv interface converter cable 1.8m and the cvinterface converter adapter box. The digital file system type was set to option. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that while using the loaner evis exera iii video system center, there was an e315 (unsupported scope error). The issue was found during preparation for use, when the loner unit was being switch with the facility's unit. There were no reports of patient harm.